Event description:
Information received indicates when the bed exit is armed it did not alarm when the patient exited the bed.

Manufacturer narrative:
The technician isolated the issue to the bed exit tape switches. He replaced the bed exit tapes switches and bed exit functioned properly.